Manufacturer narrative:
(B)(4). Results: thrombosis/occlusion. Anatomy related, pre-existing occlusion in the hypogastric artery. Conclusion: anatomy related, pre-existing occlusion in the hypogastric artery.

Event description:
Additional information was received for this case. The type I endoleak was resolved. It was reported that there was right hypogastric stenosis (buttocks claudication) but was unable to be resolved due to per operative hypogastric thrombosis. The physician did not want to perform a humeral access and extend this intervention. The investigator indicated that the event was related to the device and the procedure.

Event description:
An endurant aui stent graft system was implanted for the endovascular treatment of a 10 cm in diameter infra-renal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysm aortic neck was 20 mm, proximal diameter of non-aneurysm aortic neck was 21 mm, distal diameter of non-aneurysmal aortic neck was 23 mm, diameter of right iliac artery was 10 mm, diameter of left iliac artery was 8 mm, diameter of right femoral artery was 8 mm, and diameter of left femoral artery was 8 mm. Prior to the insertion of the stent graft system there was pre-dilatation of the right common iliac artery. Two months post index procedure the ultra sound revealed that the aneurysm has shrank to 9 cm in diameter. It was reported 8 months post index procedure the CT with contrast revealed a proximal type I endoleak. A secondary endovascular procedure was performed to resolve the proximal type I endoleak. The investigator assessment states that the event is related to the aneurysm. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Unknown cause of event).

Event description:
Additional information was received for this case. It was reported that the previously reported buttocks claudication was resolved.

Event description:
Additional information was received as follows: it was reported that the claudication had not resolved. It was noted that it had regressed but was still present.

Manufacturer narrative:
Additional information received; it was reported that the buttock claudication resolved approximately 5 years post the index procedure. If information is provided in the future, a supplemental report will be issued.